Event description:
The end user reported that one out of ten wafers melted that was more of disintegration rather than delamination exposing peristomal skin immediately surrounding the stoma and caused stool to leak under the wafer. A piece of clear plastic remained from where the mass melted that cut the stoma leaving a visible three-fourth inch cut to the right of the stoma and caused a pinching feeling to the stoma with a little bleeding to the cut area which was less than one teaspoon and the stoma looked yucky. She removed the wafer and left it off for a while and then, applied the new wafer. The bleeding was resolved without any issue. It was occurred on day two. She estimated her stoma measured twenty two millimeters. She did not mold the wafer stoma opening and usually got three to four days wear time without any melting of the mass. The end user called her local ostomy nurse who told her to clean the cut area with warm water which she did. The patient continued to use the product. The photographs depicting the issue were received from the end user.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: d4: unique identifier (UDI). H6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause conclusions. H10: investigation summary. Photograph, video and/or physical sample evaluation: there are photographs associated with this case and in these, the reported defect can be seen. No unused return sample was expected. After analyzing the attached photographs, the reported injury being likely caused by an off center of the used component. Batch record revision results: lot 1m00876 was manufactured on 12/10/2021, in ats #2 line, with a total of (B)(4) market units (mkus). The compliance engineer performed a batch record review on 10/oct/2023, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1222277 and manufacturing order (B)(4). The production process, in-process control, testing results and packaging of products was run according to the process instruction and recorded in br31-144 ver. 5.0. Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. Historical complaints review: on 10/oct/2023, compliance engineer ran a query in database in order to verify the complaints reported for the 1m00876 lot for the malfunction code ¿inner film layer exposed (I..e moldable skin barrier layers separate or delaminate from inner film layer)¿ and as result, no additional type 2 complaints were identified during this search. Historical nonconformance review: on 10/oct/2023, compliance engineer ran a query in database looking for any in process nonconformance / corrective action / preventive actions (CAPA) (s) associated to the malfunction code ¿inner film layer exposed (I..e moldable skin barrier layers separate or delaminate from inner film layer)¿ for the lot number 1m00876 and as result, no nonconformance / CAPA (s) for this malfunction code were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction, the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: process instruction (pi) ¿adhesive disc alignment¿: ¿ frequency: continuous visual inspection. ¿ sample quantity: all manufactured units. ¿ acceptance criteria: accept = 0 / reject = 1. Process instruction (pi) ¿collar concentricity¿: ¿ frequency: 48 samples per shift (6 samples per hour). ¿ sample quantity: 6 samples per hour . ¿ acceptance criteria: accept = 0 / reject = 1. Defect rate analysis: there have only been 1 defective part confirmed to date from a lot size of 5970 products. This represents a defect rate of only 0.001%, which is well within an appropriate acceptable quality level (aql) for this defect which should be 0.25% based on our standard operating procedure (sop). In addition, all of the in-process testing on this lot did not find a single defective pouch, which confirms that the lot is unlikely to breach an acceptable quality level (aql) of 0.25. This issue certainly appears to be an isolated incident, but more importantly to date, it is well within our accepted acceptable quality level (aql) for this type of failure mode or defect. Preliminary investigation conclusions: after analyzing the attached photographs, the reported injury being likely caused by an off-center of the used component. Through the corrective action / preventive actions (CAPA) the following actions were performed for this defect: ¿ the vacuum nip of the pick and place system were standardized in ats#2 line. Completed on 02/mar/2022. ¿ the applicable process failure mode effects analysis (pfmea) of the line was updated as per results of the investigation. Completed on 03/feb/2022. Conclusions: the review of the batch record for lot 1m00876 showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements, all applicable manufacturing and quality processes were followed, and no discrepancies or deviations were recorded. No changes to the end-to-end manufacturing process or components used during assembly of the batch were made. No nonconformity has been registered during the manufacturing process of the affected lot for the malfunction code ¿inner film layer exposed (i.e. Moldable skin barrier layers separate or delaminate from inner film layer)¿. No additional complaints were reported for lot affected related to the malfunction code ¿inner film layer exposed (i.e. Moldable skin barrier layers separate or delaminate from inner film layer)¿. Based on this, no negative trend was identified. After analyzing the attached photographs, the reported injury being likely caused by an off-center of the used component. Through the CAPA record in database, the applicable actions were taken in order to mitigate this defect. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 1049092. Manufacturing site: 9618003.